Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product received for analysis was identified as product code z740d. Visual inspection and metallurgical analysis were performed on the returned product. A blunt tip was observed. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the cause. The evaluation of the sample revealed the needle contained a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. H6 component code: g07002. Device not returned.

Event description:
It was reported, that a patient underwent a colectomy procedure on an unknown date in (B)(6) 2023, and suture was used. The surgeon made a stitch and when she came out, the tip was off the needle. She cut out a piece of the area and x-rayed and found no metal. Then, they x-rayed the whole belly and found no metal. There were no adverse patient consequences reported. Additional information has been requested.